Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿exchange from textured to smooth due to concern with the product¿, ¿textured silicone¿, and "rupture diagnosed via MRI".

Event description:
Patient reported for right side device, ¿exchange from textured to smooth due to concern with the product¿, ¿textured silicone¿, "rupture textured implant, 250cc ... Diagnosed via MRI", ¿hardness¿, ¿pain¿, ¿discomfort¿, ¿hives all over body¿, and ¿malposition of implants¿. Patient additionally reported events not device related as follows: ¿autoimmune disease¿, ¿hashimoto¿s disease¿, ¿hypothyroidism (as this is due to the hashimoto¿s disease), ¿sarcoidosis¿, ¿granulomas on kidneys" (as this is due to the sarcoidosis), and ¿high red blood cell count¿.

Event description:
Patient later reported via sus voluntary event report "¿I was admitted and to hospital with a high fever of 40°c difficulty breathing, elevated, creatinine and an x-ray that showed numerous nodules and granulomas in both lungs. I was admitted immediately and my blood work showed my creatinine was at 300 and ergr was at 16. My hemoglobin was low around 69. I was admitted for three weeks and had extensive nuclear imaging ultrasounds further x-rays biopsies of the kidney lungs stomach and skin. The biopsy from my kidneys was reviewed at hospital and the pathologist indicated they had never seen kidney tissue with so many granulomas in it. Granulomas had attacked my entire body. They found evidence of the granulomas in my stomach in my lungs in my skin. Upon admittance into the hospital. I also had an enlarged spleen. After three weeks in the hospital, the doctors concluded that I had multi organ implication of sarcoidosis. It was extremely rare to have an acute multi organ diagnosis of this disease. They had not seen the severity before. I consulted with dr. As well as dr. At hospital. I went on a treatment of prednisone and chemo pill to address the granulomas in my system however, this was not successful. There were only a few cases globally of sarcoidosis affecting the digestive system. Only known cases were discovered postmortem in an autopsy as dr told me. After two years of treatment, it appeared all the granulomas may have disappeared from my body as my blood work was looking positive and CT scans/MRI of lungs was clear. As I began to wean off the chemo pill treatment I started getting new symptoms. I was having immense pain in my breast. In 2003 I received allergan textured silicone gel implants. The implants had moved in my body and at the time my plastic surgeon dr. Redid the surgery in 2004 again the implants migrated in my body. On 2024 after multiple test and scans, searching for lymphoma in my body, the doctors decided as the last attempt for my health to remove my textured silicone gel implants. Since they have been removed, I have felt healthy. My blood work is starting to show signs of improving. Although textured silicone gel implants have been linked to bi-alcl, based upon my test results as well as my c protein being 58 upon admission at hospital on 2022 I firmly believe that I had bi alcl or my toxic breast implants caused sarcoidosis multi organ. I do believe firmly this warrants further investigation. These implants are more catastrophic if left inside your body. Please note both implants had ruptured and more than likely had been in my body over 6 to 8 years in that state. I have opened up a case with allergan regarding this however, I do not feel 100% confident that they will do the research that is needed. I firmly believe other women are suffering with other deadly diseases as a result of these textured silicone gel implants. Because I was treated for sarcoidosis multi organ stage four I am at risk for the disease returning. I have a 30% chance of survival. There is no family history of the disease of sarcoidosis. There was no evidence prior that I had any sarcoidosis complications. The first time in my life I have ever been admitted to the hospital was when I was 46 years old. I firmly believe these implants caused a granulomas disease in my body that put me very near death. I am alive today and I live for the future however, I firmly believe that more investigation is needed. I am happy to provide my all of my medical records, allow you to speak with all of my physicians, and I would welcome the opportunity to share in detail. What happened to me. I have an aunt who is a doctor as well as teaching at the hospital who can cooperate my diagnosis. I hope you reach out to me". Device has been explanted.

Manufacturer narrative:
Continued a6: white, asian, & black/african american. Additional, changed, and/or corrected data: a5, a6, b5, b6, g2, h10.